Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged understanding of the procedures.